Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter occupation: supplier quality engineer, quality management a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 17 g bd blunt plastic cannula (bns) experienced molding defects with sharp protrusions noted prior to use. The following information was provided by the initial reporter: material no. 303340, batch no. 9008815. We received a customer feedback, flashing was observed on the tip protector of level cannula sub-assembly.

Manufacturer narrative:
H.6. Investigation: two photos and two physical lever lock samples depicted in the photos were received and visually evaluated. The cannula shields of both pieces were observed to have a single surface scratch each in approximately the same location near the base of the shield. The scratch on piece elevated a portion of the shield plastic giving it a flash-like appearance. However, the protrusion was measured to be 0.009¿ which is well within the product specification. The scratches observed were cosmetic in nature and acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Since the defects observed are within the acceptable limits, no corrective actions are necessary. H3 other text : see h.10.

Event description:
It was reported that 9 17 g bd blunt plastic cannula (bns) experienced molding defects with sharp protrusions noted prior to use. The following information was provided by the initial reporter: material no. 303340 batch no. 9008815. We received a customer feedback, flashing was observed on the tip protector of level cannula sub-assembly.